Manufacturer narrative:
The actual sample was received for evaluation with a circle of the alleged area. Unaided visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition at the circled area or entire bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle (unspecified) was observed inside the exactamix 2000 ml eva tpn bag. There was no patient involvement. No additional information is available.